Event description:
The patient stated that the piston rod of her infusion device would not retract. She stated that due to this her blood glucose elevated to 500 mg/dl. She stated that her normal range is around 130 mg/dl. Her only symptom of high blood glucose was nausea. To troubleshoot, the patient was instructed on how to retract the piston rod. The patient stated she could hear the motor running, but the piston rod was not moving. The patient stated that she would call her clinic to get syringes for insulin until her replacement infusion device arrived. Product was requested to be returned for evaluation.